Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further detail are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the following information was requested, but unavailable: did the suture break intra-operatively? Did the suture break post-operatively? Please describe the reason for the prolonged hospitalization. Did the patient undergo an additional surgical procedure due to this event? Please describe. Please provide the patient's weight, bmi at the time of index procedure? Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please refer to the event description, other information requested is unknown.

Event description:
It was reorted that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. While performing surgery on patient, doctor found that the suture was prone to breakage, which affected the closure of the surgical incision and posed unpredictable risks. This prolonged the patient's hospital stay, and a new suture was replaced while observing the patient's condition. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 36-year-old female who underwent surgery in the first hospital of hanbin district on (B)(6) 2024 (the specific patient diagnosis and surgical name were unknown). The operator used the suture manufactured by our company (vcp1359h) for suturing the surgical incision (the specific suture tissue level and suturing method were unknown) during the surgery. The suture broke during the suturing. The operator immediately replaced a new suture (the specific product information was unknown) for suturing. The subsequent surgery went smoothly. No subsequent adverse events were reported.